Event description:
It was reported the catheter was explanted due to a catheter tip migration/dislodgement. The catheter pulled out of the intrathecal space. The full catheter was replaced. No details were available about the patient or troubleshooting done prior to the case. The patient status at the time of the report was ¿alive- no injury.¿ the pump was lowered to minimum rate mode. The system was being used to deliver morphine at 14.992 milligrams per day.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. (B)(4).